Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 457445 implantable pacing lead: (B)(6) 2013; 5086mri52 implantable pacing lead: (B)(6) 2013. (B)(4).

Event description:
It was reported that three days post implant, that ventricular pacing had been occasionally skipped. A device check found no anomalies. The device remains in use. No patient complications have been reported as a result of this event.